Event description:
It was reported that during a da vinci-assisted appendectomy procedure, loose staples from two sureform 30 reloads fell inside the patient. The staples were cleaned up, and no patient injury was reported. The customer opened a third stapler reload and it was normal with no loose staples. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 30 reload was inspected prior to use and no damage was noted. According to the customer, the sureform 30 stapler instrument did not fire at all. The surgeon did not notice any issues with the functionality of the stapler reload. All of the loose staples were retrieved and confirmed visually. There was no bleeding observed along the staple line and there were no holes or gaps within the staple line. The procedure was completed robotically with no injury to the patient. No additional surgical procedures were required to remove the loose staples. Furthermore, no postoperative tests, such as ultrasound, were performed. The patient has not returned to the hospital for any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2025-46430 for MDR submission of the other sureform 30 reload involved with loose staples that fell inside the patient and were retrieved during the same surgical procedure. Additional patient information: bmi = 20.82; height =160cm (5'3").